Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/17/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/03/2015 with the following findings: during investigation, a visual inspection of the pump showed no evidence of moisture in the pump. A leak test was performed and no leaks were found. The pump case was opened and no moisture was found inside the pump. Unrelated to the complaint, investigation revealed that the display was dim with discolored text. Also unrelated to the complaint, investigation revealed a crack in the battery compartment.